Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was inconclusive due to the sample condition. No physical sample was returned for investigation. A photo of the label with part number ck000633b and lot #recr0844 was the only item provided for investigation. A note was written below the label that stated, ¿hole at 3cm mark on white port¿. The case ID # written on the sheet of paper was (B)(4). Since the catheter was not returned or shown in the photograph, the complaint was inconclusive. A lot history review (lhr) of recr0844 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer had a 5 french triple lumen provena leaking at the extension leg. It was stated that there was a hole in the catheter at the 3cm mark. No other information was provided.